Event description:
It was reported that at 2100, the clinician noted that the levophed was infusing at the rate of 0.2. Review of the mar showed no evidence of titrations between 0.02 to 0.2 throughout the shift. Review of notes did not have an instance of rapid titration. Review of I/o indicated that infusion rates had not been verified since 1000, clinician did a verification on her shift that included all dayshift infusion intake since that time. Further review of infusion verification history (info from pump that flows to epic) showed that at 11:00 am the dose was changed from 0.02 (rate 2.09/hr) to 0.4 (rate 41.7/hr).it was then changed to 0.2 (rate 20.89/hr) at 1115. Comparison to vital sign flowsheet showed that at 1100 pt was hypotensive indicating titration, and that pt was no longer hypotensive at 1115. It remained at 0.2 for the remainder of the shift. Review of vitals throughout the rest of the shift indicated several instances of sbp >130 and maps between 70-108 indicating missed opportunity for down-titration. No apparent harm to patient noted (no evidence of persistent tachycardia/cardiac event or ectopy/recurrence of bleeding). Nightshift clinician was able to down titrate the infusion throughout her shift to 0.08.

Manufacturer narrative:
Root cause: the root cause for the reported issue that device had programming error. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.